Manufacturer narrative:
Correction: upon further investigation, it was determined that MFR# 8030965-2016-15910 is a duplicate of MFR# 8030965-2016-15977. Reference MFR# 8030965 -2016-15977 for all further reporting regarding this event. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). The contact¿s phone number and complete address was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the universal battery charger device become hot. It was reported that after turning on the device, the blue light soon started to flash. It was further reported that fully charged new battery devices (tested before on other charger) in the period of three hours of charging showed a yellow light signal throughout the entire three hour period. However, when the battery device was taken out of the charger device, the lights stopped flashing. According to the reporter, it was only after the device was disconnected and then switched on was when the light signals showed on the charger device. It was reported that the device became hot after some time. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.